Event description:
Customer reportedly received results of 237 mg/dl and 124 mg/dl within 10 minutes on the advantage system. No actions taken based on device 10 minutes on the advantage system. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received results of 237 mg/dl and 124 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.